Manufacturer narrative:
Physio-control further evaluated the removed power supply pcb assembly and determined the cause for the reported issue was due to a shorted capacitor, designator c57, resulting in smoke and electrical damage and no ac/dc operation.

Event description:
The customer contacted physio-control to report that their device would not power on using ac or dc power. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control then replaced the power module and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on using ac or dc power. There was no patient use associated with the reported event.